Manufacturer narrative:
Insulin pump had no button error alarm noted. Insulin pump esc button did not respond, due to corroded keypad trace. Insulin pump had minor scratches on display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 132 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.